Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was unknown pump error. Customer's blood glucose level was 96 mg/dl. Customer was able to clear the alarm and able to complete insulin pump rewind. Fill cannula was not recorded in daily history. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected pump error 2 alarms noted during testing however, the downloaded history files confirmed that pump error 53 alarm and due to a software error.